Manufacturer narrative:
Complaint no: (B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice was not leaving the right amount of fluid in the patient, and adding dwell time during peritoneal dialysis therapy. This event occurred while the patient was connected. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Additional method code 3372. The device was received for evaluation. The reported problem was not identified during the event history review. Internal and external inspection was performed and no issues were noted. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects or malfunctions found with the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.